Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the left ventricular (lv) lead. Follow up concluded the lead was reprogrammed. The lv threshold was again noted to be high one month later and was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.